Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose level of 600 mg/dl. No additional information was provided. Multiple follow-up attempts were performed by tandem technical support to obtain additional information, however, customer did not respond.